Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was too large for the patient. It was noted that the urethra became slimmer and the cuff did not work properly. The device was explanted and replaced. No additional patient complications were reported.